Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys, serial# (B)(4). Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4). Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-mar-2020/ serial#: (B)(4), UDI #: (B)(4), mfg date: 16-oct-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg) device, the patient experienced tamponade and pericardial effusion from a perforation. The ipg and delivery system were removed. A pericardiocentesis was performed to drain the blood. The patient became hypotensive and a temporary pacing catheter was placed femorally. The patient recovered without further intervention. One day after the procedure, the patient was stable and kept for observation. No further patient complications have been reported as a result of this event.